Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The analysis of the rdf did not find any conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and the trima accel system operated as intended. While the trima accel system is typically robust against numerous draw pressure alerts, it is possible that the high number of alerts that occurred throughout the procedure could have disrupted the steady state of the system and contributed to the higher than expected wbc content reported for this product. Based on the available data, it cannot be ruled out that this leukoreduction failure could be donor-related. It is also possible that a sampling, calculation, or other process error could have contributed to the higher than expected wbc content in the platelet product. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient on pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.